Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 21 mm trifecta valve was implanted. An echo was performed a few months ago with good results. About 6-8 weeks later the patient developed symptoms including shortness of breath. A repeat echo showed severe aortic insufficiency with suspicion of a cusp tear. The valve was explanted on (B)(6) 2016 and replaced with another 21 mm trifecta valve. The patient is reported to be stable.